Event description:
It was reported the right ventricular lead was revised for unknown issue. During revision, the lead was capped and replaced on (B)(6) 2017. No patient condition was reported. No further information was available.